Event description:
It was reported that this rv lead, implanted in 2009, showed oversensing. No adverse patient events were reported. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received and analyzed. The battery status was bos and four charging cycles were documented. The memory content of the ICD was inspected. The available iegms from episodes 70 to 528 show the presence of noise in the lv channel. The impedance trends confirmed sudden pacing impedance values >3000ohms in the lv channel on (B)(6) 2022 with lv1-lv2 configuration. The header of the ICD was inspected in detail, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. Test leads could be properly inserted and connected to the device header. There was no indication of a material or manufacturing problem. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Furthermore, the impedance measurement functions of the ICD were analyzed and all values were normal. The clinical observation was not reproducible. In conclusion, the root cause of the clinical observation was not determinable. The ICD proved to be fully functional. The impedance measurement functions showed no anomalies. There was no indication of an ICD malfunction.